Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a provider, who stated that "the frame snapped while using the rollator," although no specific information regarding the mechanism of failure or the exact location or nature of the broken frame was provided. The end user was reportedly injured, but the details of the injury were not provided. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a provider, who stated that "the frame snapped while using the rollator," although no specific information regarding the mechanism of failure or the exact location or nature of the broken frame was provided. The end user was reportedly injured, but the details of the injury were not provided. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.